Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the incident. Conclusion: AED advised no shock and no shock was delivered.